Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, the patient experienced hyperglycemia, migraines, a panic attack and nausea. The patient had been sick two days prior and needed more insulin than usual. On (B)(6) 2026, the patient was feeling fine again, but that evening the readings (not specified if bg or cgm) were lower than they had been the previous day. At some point, the cgm was reading 87 mg/dl and the blood glucose reading was 571 mg/dl. The patient was taken to a clinic and treated there with medications for nausea and panic attack (not specified). At the time of the report the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.